Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5'. Reinstalled but still had the same issue. Changed to other product to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. Upon functional testing it was noted that the hand activation contacts were damaged. The device was tested with a generator and was functional. However, it was difficult to rotate the shaft when the instrument was attached to the hand piece. It is possible that the damage to the hand activation contacts did not allow the device to be torque properly. This could have resulted in an error code message. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons.